Event description:
It was reported that the patient had a pump and a catheter implanted. Postoperatively, the patient presented with cerebrospinal fluid (csf) leak from the lumbar paraspinal pocket. The patient underwent fluoroscopy-guided revision of the catheter. The drug contained in the pump was not reported.